Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, updated implant date and device information. Titan otr and two cylinders were received for evaluation. The pump inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed partial separations on the inlet tube of the pump and exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Abrasion was noted surrounding some of the partial separations on the inlet tube of the pump and exhaust tube of cylinder 2. Abrasion was also noted on the two exhaust tubes of the pump, exhaust tube of cylinder 1 and detached inlet tube with connector. No functional abnormalities were noted with any of the components returned. The information received indicated the device was not fully pumping up, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, wasn't pumping up fully.